Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of epirubicin via an unspecified pump at a rate of 450ml/hr. It was reported that 3 to 4 minutes after the delivery was started, approximately 2 ml to 3 ml of the drug leaked from the closed convertible piercing pin. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete.